Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient experienced stoma site pain, red discharge, and swelling near the abdomen. It was reported that the patient experienced pain while mobilizing the tube. On an unknown date, the patient was evaluated by the physician and prescribed unknown oral antibiotics. It was reported that the antibiotics were prescribed in case the patient had an infection without evaluation from the physician. It was reported that the patient has a small decubitus ulcer from the peg tube and was advised to apply mepentol oil for the decubitus ulcer. On an unknown date, it was reported that the patient is feeling well with no stoma site pain or abdominal swelling following antibiotic treatment. It was reported that the patient's decubitus ulcer has healed without problems.